Manufacturer narrative:
Actual software code used in device evaluated. Actual patient treatment data evaluated.

Event description:
During radiotherapy planning, the hi-art (ver 4.0 and 4.0.1 software) system updates the imported diagnostic CT couch image portion of the patient's image to the hi-art radiotherapy couch. In some cases, the patient's diagnostic CT image is narrower than the hi-art radiotherapy couch image. In these cases the patient's diagnostic CT must be increased in width to accommodate the hi-art radiotherapy couch width. This may result in the patient's regions of interest contours being shifted laterally from the intended position by up to 5mm.